Manufacturer narrative:
Device manufacture date unknown. Evaluation summary: it was due to a fluid damage in the scope. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of installation. There was no report of patient harm. Dots in the image. Looks like a water damage. Found during the installation no service.